Manufacturer narrative:
(B)(4).

Event description:
During index procedure, the patient had 3 resolute integrity drug-eluting stents implanted in the lcx, lpl and lpd. Approximately 12.5 months post index procedure, the patient had occlusion of the lpl which was treated approximately 3 weeks later with tvr of the lcx. Investigator has indicated that the tvr is not related to the study device. Stent thrombosis was confirmed on the same day as the occlusion. Thrombosis is not related to the study device.